Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen 2000mcg/ml and 1511mcg/day via an implanted pump. The indication for use was intractable spasticity and post spinal cord injury. The patient's spasms were increasing and she was itchy and twitchy. A catheter exploration was done and the physician found a kink on the spinal end of the catheter and it was slightly bent at the anchor site. A revision was performed and the physician took the spinal segment out of the pin cut 0.05cm off and reconnected it. The physician did not aspirate. The spinal segment dripped and the physician believed he cleared the spinal segment 23cm. The catheter was repaired and anchored. The company representative later clarified that the catheter in question was the 8596sc. The patient has good therapy.